Manufacturer narrative:
(B)(4). Date sent: 2/2/2023 additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2023. Additional information was obtained: the event description (english) should be as follows: blade tip broke off. It was reported that the scalpel was used on the patient and the titanium tip was broken during procedure. The breakage piece was retrieved by forceps . Changed another one to complete surgery.

Event description:
It was reported that the during a lap hysterectomy scalpel was used on the patient and the titanium tip was broken during procedure. The breakage piece was retrieved by forceps . Changed another one to complete surgery.

Event description:
It was reported that during a lap hysterectomy, at about 10:00 a.m. The doctor opened the product package and found that the titanium tip was broken and could not be used normally. Changed to another device to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: x95d73. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.